Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device to be underweight, a broken shell and white particles in the surface of the shell. A microscopic analysis was performed which identify a sharp edge broken assessed as an unidentified tear broken. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) opening.

Event description:
Patient reported rupture on left side. Device has been explanted and replaced. Healthcare professional reported bilateral ruptures.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on left side. Device has been explanted and replaced. Healthcare professional reported bilateral ruptures.